Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements, which was believed to be caused by lead integrity issue based on age of the lead. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered and the post-shock impedance measurements decreased. The device remains in service and no adverse patient effects were reported.